Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the ECG and therapy electrodes. The area was described as a red, itchy and raw rash. The patient's nurse recommended an ointment for the irritation. During a follow up, the patient reported that the irritation had not improved and that his doctor advised him to end use of the device due to the skin irritation. A final follow up with the patient indicated that the skin irritation improved after removing the lifevest.